Event description:
The reporter states that the lancet has protruded past the cap of the accu-chek softclix plus lancet device. He reports this has also happened on other occasions. He did not provide additional info on the events. No action taken or treatment given based on the lancet device issue. The reporter did not confirm if the correct lancets were used. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.